Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient had pain at the ipg pocket site. Patient stated the system was explanted but did not provide the exact date of explant.